Event description:
This intraocular lens delivery device was intended to be used in a test environment and was not intended for human use (and was so labeled). The device was processed through an eo sterilization cycle, then used to deliver a sterile intraocular lens to the pt. The was no resulting adverse reaction or complication.

Manufacturer narrative:
Product was discarded by the user and is, therefore, not available for evaluation. Root cause: the root cause investigation revealed that the device was used in a manner outside of its labeled and intended use.